Event description:
It was reported that the device had overheating issue. No patient impact. Additional information received, the device got heated in less than a minute and the device got heated during use when power was turned on and was connected to the handpiece to the console, stepped on the pedal.

Manufacturer narrative:
Analysis found bearing corroded and too dirty, tool can not be inserted hence pre -repair temperature test can not be performed. If information is provided in the future, a supplemental report will be issued.